Event description:
Customer reported experiencing a past low blood glucose event with the lowest level recorded at 32 mg/dl. Customer consumed carbohydrates as a treatment and was advised by technical support to consult with a healthcare professional to discuss potential factors affecting blood glucose levels.